Event description:
On (B)(6) 2012, it was reported that the patient was scheduled for a follow-up appointment with his physician on (B)(6) 2012. On (B)(6) 2012, it was reported that the patient's appointment was cancelled. On (B)(6)2012, it was reported that the physician did not have any information about the event. The patient has not been seen by the physician.

Event description:
On (B)(6) 2012, this vns patient reported that the earlier in the week, he had a seizure at work. His co-workers used the magnet. When the patient awoke, he was told that his vns was making a beeping sound. The patient also reported that two nights earlier ((B)(6) 2012), he fainted during a graduation ceremony. The patient was seen in the emergency room. The emergency room physician recommended that the patient follow up with his vns physician. At this time, the patient expressed concern that he thinks his device may have been turned off when his co-workers used the magnet for his seizure at work. Attempts for additional information have been unsuccessful to date.